Event description:
Dexcom g7 has inaccurate readings. It has been inaccurate for some time and this control the insulin given via the pump. In a recent lab result my dexcom gave a reading of 160 and when lab pulled my blood sugar results it was 120, this is a large difference for dosage of insulin.